Event description:
Customer spouse is having issues with the insulin pump. The insulin pump was making noises and eventually was beeping no delivery. Customer is not aware on how to clear alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.